Manufacturer narrative:
Corrected data: e1 (site name).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)-.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel did not respond at all no matter how many times it was pressed. The equipment was immediately replaced. There was no harm reported.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). It was reported that when using with a patient, the cardiosave intra-aortic balloon pump (iabp) had a issue of no response at all when pressing the touch panel button no matter how many times it was pressed. There was patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and confirmed reproduction of failure. Touch screen calibration was performed but the problem did not improve, so the touch screen and video generator board repair parts were replaced. After replacement, the problem no longer occurs. After performing a functional check, the touch panel response was confirmed, and no problems were found, so the results are good.

Event description:
N/a.